Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 2 photos for investigation. The indicated failure mode of damaged tubing was observed in these photos. 10 retained samples from the batch; 5239605 were taken and visually inspected, and no damaged tubing was found. Unfortunately, retention samples for the batch; 5239612 are not available for inspection. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged(hole in product component). Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked due to hole in tubing of an unspecified number of devices. No adverse impact regarding the patient or user.